Manufacturer narrative:
Device evaluated by MFR: the device was returned for evaluation. The sheath, coil, burr and annulus were microscopically and visually examined. Visual and microscopic examination revealed no damages. Device to device interaction test was performed by inserting a test guidewire into the burr catheter and it was unable to pass through. The coil was cut open and a fibrous material was found inside. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage an unknown foreign matter inside the coil.

Event description:
Reportable based on device analysis completed on 07jan2021. It was reported that the guidewire could not cross the connection part between the advancer and burr. The target lesion was located in the left anterior descending artery. A 1.25mm rotalink burr was selected for use. During procedure, it was noted that the guidewire could not cross the connection part between the advancer and burr. The procedure was completed with another of the same device. No patient complications were reported and patient was stable post procedure. However, device analysis revealed that a fibrous material was found inside the coil.